Event description:
It was reported that a 42-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 430cc gel breast prosthesis developed a hematoma in her left breast post implantation. As a result, the device was removed and patient underwent incision & drainage procedures on (B)(6) 2022. The device was re-implanted in the patient¿s left breast. The patient later developed an infection in the left breast and there was exposure of the device at the incision site. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel xtra breast implant 430cc gel breast prosthesis on (B)(6) 2022. The suspect medical device was discarded following explant surgery. Mentor breast prostheses are single-use devices and re-implantation is against the IFU.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma for first surgical intervention. Infection and device exposure were reasons for explant surgery. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).